Manufacturer narrative:
This event occurred in (B)(6). The investigation reviewed the initial result reaction monitors for the three samples. The investigation discovered that there was no sample or not enough sample pipetted during the initial measurements. The customer's provided calibration and qc data were acceptable. Based on the available information, a general reagent issue can be excluded. The investigation reviewed the customer's alarm trace and noticed several reagent, sample, and aspiration alarms. The field service engineer performed a hardware check with acceptable results. After service, the customer did not report any further issues. The investigation determined the service actions resolved the issue. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for three patients tested with a cobas 8000 c 502 module. The patient's initial results were not reported outside the laboratory. The customer performed repeat testing with the samples for confirmation. At 09:30, patient 1's initial glucose result was 1.3 mg/dl. At 14:16, the patient's repeat glucose result was 71.4 mg/dl. At 10:54, patient 2's initial glucose result was 2.1 mg/dl. At 14:16, the patient's repeat glucose result was 93.6 mg/dl. At 11:14, patient 3's initial glucose result was 3.8 mg/dl. At 14:16, the patient's repeat glucose result was 76.6 mg/dl. The customer determined the repeat glucose results were correct. The glucose reagent lot number was 501527 with an expiration date of 30-nov-2021.